Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a very unstable lead impedance were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.